Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for son via phone call for high blood glucose. Patient¿s blood glucose was 418 mg/dl. Customer did correction bolus last night but cannot remember how much. Customer reported that her son did too much correction but still has high. He mentioned he check his ketones and result is moderate. Customer refused to troubleshoot just wants replacement pump since this is the 3rd no delivery alarm this week. Says they been doing this for 13 years and they know what to do. The pump will be returned for analysis.